Event description:
Catheter was advanced through arterial sheath and placed in descending aorta. The physician manipulating catheter noticed "blue particles" around entrance sheath and pulled catheter out to inspect prior to injecting with contrast into the pt's right coronary artery.